Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after ablation was completed, it was output in manual ablation mode without using pump. It supposed to generate an error sound when temperature reaches a certain level and stopped to activate but error sound did not occurred. However, it stopped to activate properly. The procedure was completed with subject device. No patient harm. Procedure was performed two times on the same day to different patient and the incident occurred only at the 2nd procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.